Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the flange was torn. The event during infusion at the patient's home. There was no reported patient harm or adverse events.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. However, no lot number was provided, therefore a further review of device records could not be conducted. The investigation could not identify a root cause for the observed condition.